Event description:
Customer sent email to saalt stating that she had used her cup for the first time and couldn't remove it. After trying to remove it for several hours on her own she went into the emergency room. The doctors at the ER were able to remove the cup. After an email from saalt asking for more details of the event, the customer said that she could reach the stem of the cup but couldn't get a grip on the base to break the suction and remove. The customer also stated that she still had the cup. Saalt issued a refund and requested to have the cup sent back. Return packing was sent the customer but was never returned.